Event description:
The customer observed falsely elevated alinity I anti-hbs results on a patient with aplastic anemia who has been tested once a week prior to receiving blood transfusion. The previous results have all been negative. The following data was provided: on (B)(6) 2022 anti-hbs initial result = 35.8 miu/ml (reactive), repeat result with same sample and plasma sample = reactive (no specific data provided). On (B)(6) 2022 anti-hbs result = 30.9 miu/ml. Other test results provided: hbsag = negative, anti-hbc = negative. Previous results: hbsag = negative; anti-hbc = negative; anti-hbs (B)(6) 2022 = 1.5 miu/ml (nonreactive). The following dates were provided for the patient¿s weekly transfusion: (B)(6) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hbs, list number 07p89, that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35193fn00 and complaint issue. The overall performance of the alinity I anti-hbs assay was reviewed using field data from customers worldwide. The patient median result for lot 35193fn00 is comparable with other lots in the field and within established baselines which confirms no systemic issue for the lot. Labeling was reviewed and adequately addresses the customer issue. Per product labeling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Per the alinity I anti-hbs package insert, the specificity for the alinity I anti-hbs assay was estimated to be 99.76% (for total donors) and 98.68 at the lower 95% confidence level, therefore false reactive results may at times occur. Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent lot 35193fn00 was identified.